Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2026, the patient underwent placement of a peripherally inserted central line (PICC) catheter kit and associated catheters. On (B)(6) the patient reported pain in the arm on the side of the catheter. A comprehensive colour doppler ultrasound of the deep veins of the left upper limb revealed ¿post-PICC thrombosis and inflammatory changes in the left axillary and brachial veins¿. In accordance with medical advice, the patient was treated with subcutaneous injections of low-molecular-weight heparin calcium combined with oral rivaroxaban for anticoagulation, and the swelling in the patient¿s arm gradually subsided. No further information was provided.